Event description:
This was a below the knee procedure to treat an arterial ulcer on the right foot. As the physician was utilizing the quick cross support catheter to cross a difficult occlusion, he noticed that the 2 proximal markers moved to the distal marker, but remained on the catheter. The physician stated that the markers moved in an area where there was an occlusion. The procedure was completed successfully and without any difficulty. The patient was discharged per operative plan. Upon physical evaluation of the device, it was determined that this should be reported as an ae due to the extent of damage to the catheter. The distal tip was damaged, therefore, exposing the distal band. The working length of the catheter was measured at 150cm, however it should be 135 cm, which indicates that the device got stretched. The patient was not harmed and the procedure was completed without incident.

Manufacturer narrative:
Catheter investigation summary -- the working length of the catheter was measured at 150cm and it should be 135cm. This suggests that the device got stretched. Swage bands were inspected and signs of swaging was present on the bands.